Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer it has happens multiple times for the last two nights where the sensor was reading low between 60 and 80 mg/dl and the insulin pump kept going into threshold suspend but her blood glucose was normal. The last event was at 1 in the morning of (B)(6); the sensor reading was 63 mg/dl and blood glucose value was at 120 mg/dl. Troubleshooting was performed and the customer was advised to turn off the sensor feature, restart and reconnect old sensor.